Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this malfunction with the customer over the telephone. The tse recommended replacing the on/off switch to resolve the issue. The customer will perform the repair.

Event description:
It was reported that a ventilator was turning itself on regardless of the on/off switch position. There was no patient involvement.